Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: a review of the black box indicated ¿loss of prime¿ warnings occurred as follows: (B)(6) 2016 20:30, deliveries resumed 20:36; (B)(6) 2016 00:45, deliveries resumed 03:03. The returned cartridge cap was able to secure properly to the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of primes occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was within required specifications. A loss of prime warnings was induced during investigation and the pump emitted the appropriate audio-visual alerts. The pump casing was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experience elevated blood glucose (bg) of 391mg/dl with nausea and large ketones associated with the pump not alarming as expected. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the cartridge cap had been loose and came off overnight, and the pump did not alarm for loss of prime. The reporter alleged that the bg excursion was due to the pump not alarming, and requested the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the pump failing to provide an alarm.